Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that post-implant, patient was presented with hypotension and cardiogenic shock. Pericardial effusion was seen on echo, and pleural effusion was seen on chest x-ray. Transcutaneous catheter pericardial effusion drainage was performed, and patient was discharged.